Event description:
The reporter states doing back to back blood glucose tests within 10 minutes, using separate finger sticks. Rptr's results were 74, 101, 104, 88 and 132 mg/dl. Rptr did not have any symptoms. No harm was alleged. Follow-up attempts to contact the rptr for add'l info have not been successful.